Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a damaged grommet, a set screw with a rounded socket, and that the set screw was found in the connector bore.

Event description:
It was reported that during the implant procedure the attempted device had a setscrew problem. The attempted device had noise on the right ventricular (rv) lead. The lead was disconnected and checked and appeared intact. The lead was placed back into the port and after tightening the setscrew with the torque wrench the physician was still able to pull the lead out of the port. The physician then attempted to loosen the setscrew and broke two wrenches in the process. At this point the physician did not feel comfortable moving forward with this device. So, a new device was opened and implanted instead with no further issues. No patient complications have been reported as a result of this event.